Manufacturer narrative:
(B)(4). Additional info: the event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. This product is not sold in the us. The 510k provided is for a similar product that is sold in the us.

Event description:
It was reported that in the operating room, the user was unable to pass the guide wire through the catheter over needle. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.